Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation revealed the patient's ipg serial number is unknown at this time and the explant date was added to the record.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation 3 weeks ago with ons (occipital nerve stimulation) for the past 3 years. The last successful recharge was approximately 4 weeks ago. Reportedly, the ipg will no longer communicate with any external devices. Troubleshooting was attempted with an alternate ipg of which communication between all devices was successful. Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively and the issue resolved.

Manufacturer narrative:
Serial number documented for the ipg is invalid. Please disregard this serial number. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.